Manufacturer narrative:
E1 initial reporter phone: +(B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device always indicated an error when a cassette was inserted. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. Visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.